Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including diabetes mellitus. The device history record (DHR) could not be reviewed, as the device serial number was not provided.

Event description:
It was reported and learned through medical records that a patient with a 25mm 8300ab valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration time due to severe stenosis. The patient presented to the hospital for heart failure. A tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The procedure went without any evident complications and the patient was transferred in stable condition to the cvcu.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards' aortic valve underwent a valve-in-valve after an unknown implant duration due to unknown reason. The tavr was performed with a 26mm 9750tfx transcatheter valve. The procedure was successful.